Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient age/date of birth: unknown as information was not provided. Date of event: unknown as information was not provided. If implanted: unknown as information was not provided. (B)(4). Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular lens (iol) was explanted from the patient¿s operative eye due to complaints of a significant diopter change post-op. Another lens with the same model and different diopter size was implanted. No further information was provided.